Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the sensitivity encoder was broken out of the lower case, and the sensitivity knob was missing. Additionally, it was found that the liquid crystal display (lcd) red wire was pinched and flattened over more than half of its width, and both wires were routed incorrectly over the battery compartment. The keypad flex was damaged from the pinched lcd red wire. It was also found that a hanger assembly would not close all the way, and four case screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the sensitivity control on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.